Manufacturer narrative:
B3: date of event and d5. Operator of device is unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the internal device was leaking. Patient involvement unknown.

Manufacturer narrative:
One device was received for investigation in good condition. The device was visually inspected and functionally tested. The reported complaint was confirmed, as a leak was present. The internal supply line connected to oxygen supply pressure indicator was dislodged. Reconnected the supply line to the oxygen pressure indicator and the device functioned properly. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. Reporter phone:(B)(6).